Event description:
Dr reported an adverse immune reaction in a pt. Since surgery the pt complained of intermittent meningeal signs including headache, nausea, vomiting, and neck stiffness with no explanatory etiology including MRI and peripheral blood studies. Spinal fluid revealed extreme number of nucleated cells, over 30% eosinophils. The graft was removed and replaced with autologous tissue.